Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that it was almost 90% stenosed, severely calcified, and mildly tortuous target lesion.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that it was almost 90% stenosed, severely calcified, and mildly tortuous target lesion.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded. The device was soaked for a period of time to soften the blood and contrast in the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 7mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.